Manufacturer narrative:
The tech found a broken side rail slide bracket is the cause. The tech replaced the side rail bracket to resolve the issue.

Event description:
The tech alleged the side rail will not raise to latch position. No pt impact.